Event description:
It was reported that there was a "loss of sensing" and/or undersensing noted in the right ventricular (rv) lead. A planned lead revision was reported. The lead remains in use. The patient was enrolled in the optilink hf post market clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354trm, bi-ventricular defibrilltor, (B)(6) 2011. A 407652, implantable pacing lead, (B)(6) 2011. A419688, implantable pacing lead, (B)(6) 2011. (B)(4).